Event description:
It was reported from the good samaritan kenwood infusion unit that there were 4 primary tubing sets that separated and leaked: 2 sets separated at the pump segment; and 2 sets separated at the drip chamber. These separations caused normal saline (ns) to leak/spill onto the pump, the floor and the nurse. There were no adverse effects to the patients as result of these events

Manufacturer narrative:
Additional info: b.5.

Event description:
It was reported from the (B)(4) infusion unit that there were 4 primary tubing sets that separated and leaked: 2 sets separated at the pump segment; and 2 sets separated at the drip chamber. These separations caused normal saline (ns) to leak/spill onto the pump, the floor and the nurse. There were no adverse effects to the patients as result of these events.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the (B)(6) infusion unit that there were 4 primary tubing sets that separated at the drip chamber then caused normal saline (ns) to leak/spill onto the pump, the floor and the nurse. There were no adverse effects to the patients as result of these events.